Event description:
It was reported that during a surgical procedure the rover began smoking. Back-up equipment was used to complete the procedure. There was no pt or user injury reported, and no other adverse consequences alleged with this event.

Manufacturer narrative:
A field svc technician was dispatched to the user facility to evaluate the rover. Facility personnel informed the svc tech that a saline bag hanging above the rover broke open and leaked on the top of the rover. The svc tech discovered thermal damage to an internal wiring harness and the power transformer. Additionally, the power coupler ir board assembly also sustained damaged. All damage found was consistent with fluid ingress to internal electrical components. All damaged components were replaced and the rover was returned to use.